Event description:
It was reported that during the initial implant procedure, following fixation of the right ventricular (rv) lead, the sensing, threshold and impedance measurements were normal. The implantable cardioverter defibrillator (ICD) was then connected, and after pocket closure, the shock impedance was greater than 200 ohms. The vector was programmed distal coil to can. After several tests, it remained out-of-range. The physician elected to re-open the patient and replace the lead. The resulting measurements were normal, and the procedure was completed. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments (severed approximately 105 mm from the terminal end) and a piece of stylet was observed to be lodged in the lead terminal segment. The helix was in an extended position. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the initial implant procedure, following fixation of the right ventricular (rv) lead, the sensing, threshold and impedance measurements were normal. The implantable cardioverter defibrillator (ICD) was then connected, and after pocket closure, the shock impedance was greater than 200 ohms. The vector was programmed distal coil to can. After several tests, it remained out-of-range. The physician elected to re-open the patient and replace the lead. The resulting measurements were normal, and the procedure was completed. The lead is expected to be returned for analysis.